Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that cause was due to adaptive stimulation. The patient turned off as and issue has been resolved however they can no longer use as.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep is with the patient (pt) at the doctor office and the pt reports that for about a week she is getting a "shooting shocking" pain in the center of her lumbar back and down both legs when lying flat on her back or right side. Pt said the pain starts after about 30 minutes of lying flat on her back or right side. Pt said she turned off adaptive stim but still got the shocking. Pt said she does not get the shocking if the neurostimulator is off. Pt said this is a new issue that started about a week ago. Pt did say this is similar to the pain she had the ins implanted for, but she feels it is different and feels more like a short in the ins system. Technical services (ts) had rep check impedances but all impedances were in normal range. Leads are staggered by one electrode and adjacent electrodes are about 500 - 600 ohms and all other electrodes are between 800 and 1100 ohms. Rep reprogrammed and pt will try tonight to see if reprogramming solved the issue.